Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the operation check failed the pacer test on the heartstart mrx. There was no pt involvement.